Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34 (lot: 0011346012); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt, at 80% deployment, the patient went into ventricular tachycardia. The implanting team were unable to shock the patient out and chose to recapture the valve into the delivery catheter system (dcs) and withdrawn from the patient. Subsequently, bypass was initiated. The patient was stabilized after cardiopulmonary resuscitation was performed. During the second deployment attempt, at 80% deployment, a constrained valve was noted. At this time, it was noted due to the valve constrained; the implanting team considered an infold of the valve frame may have occurred. The valve was recaptured into the dcs and withdrawn from the patient. A new valve was loaded and deployed successfully. No additional adverse patient effects were reported. Additional information was received that the patient's heavy calcification contributed to the valve infold.